Event description:
Rptr had implants put in approx 11/87. Began to have numbness in right hand, arm & underarm, developed rashes, developed irregular heart beat, shortness of breath. Neck & hip pain, memory lapse. Had a hysterectomy perhaps unneccessarily in 1993 because of excess bleeding & pain. Med documents & records will & can be provided upon request. Had hysterectomy as a direct result of implant leakage.